Event description:
Facility reports that the patient felt wetness from pd catheter area, noticed that the co pack had become loose. The patient then reinserted the adapter subsequently developed peritonitis. The co pack had originally been inserted two years ago. When the co pack was changed by the staff it was noted to have debris around the o-ring and luer threads. Sample is with user facility pd rn and will be forwarded for evaluation.